Manufacturer narrative:
Model number provided is for toothbrush handle. The incident occurred on the standard brush head which is an accessory. The serial number of the brush head was not provided. Device manufacturing date not available due to the brush head not being returned.

Event description:
Consumer called stating that three bristles from their standard brush head fell out while using the diamondclean smart power toothbrush and they almost swallowed one.